Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Note: the exact date problem observed is unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction with a saline mentor smooth round spectrum 275cc and experienced deflation on the right breast implant. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 8/19/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device that was received was mentor smooth round moderate profile 275cc, catalog number 3501640, the lot number of the device that arrived is 5587848. Clarification is in process. Once more information is available, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/21/2019, according to the information provided, the reported product has not been returned and a wrong device has been returned instead. Multiple attempts have been made to obtain clarification for the wrong product received, however no further information has been made available. The (B)(4) was created for blind device received. If wrong product clarification is received at a later date, within the lab product retention period, we will perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (8/13/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The lot number is 5587848. Clarification is in progress for the correct device. When new information becomes available, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).